Event description:
The intralase fs laser was used to create bilateral corneal flaps for lasik surgery in 2009. One day postoperatively (the next day) the patient presented with stage 1-2 diffuse lamellar keratitis (dlk) on both (ou) eyes. A flap lift and rinse was performed ou (three days later) and the patient was treated with topical steroids. The patient's preoperative best corrected visual acuity (bcva) was 20/15 in the right (od) eye and 20/15 in the left (os) eye. Patient's postoperative bcva is 20/20 od and 20/20 os. The patient responded to treatment and dlk has resolved. The association between the event and the device is unknown.

Manufacturer narrative:
Information provided by the manufacturer. In 2009, a field service engineer performed a preventative maintenance. The laser system met specifications and performed as intended. The following month, a clinical development specialist (cds) visited the site in order to obtain patient details and assess the surgeon's environmental factors, laser settings, surgical technique, and sterility process to determine possible root cause(s). Although a single root cause was not identified, the cds and the surgeon believe that the probable root cause for the dlk may have been attributed to high energy settings. Cds optimized the sites surgical settings and advised the site to use new operative eye drops per surgery day as opposed to re-using and keeping them about 2-3 days before disposing of them. Since the surgical settings were optimized by the cds, the site has reported there have been o additional cases of dlk.